Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a right side pain, swelling, lump - not related to the device, hardness and exchange from textured to smooth breast implants. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.